Manufacturer narrative:
Model number/catalog number: sc-3138-55, serial number: (B)(4), batch/lot number: 16097638/17254758, model/catalog description: lead extension kit, 55cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the ipg was not securely flat. The patient underwent an ipg replacement procedure and the pocket was relocated. The patient was doing well postoperatively.